Manufacturer narrative:
(B)(6). (B)(4). Product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the thread. Localized damage noted consistent with possible thread jumping. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Event description:
It was reported that on (B)(6) 2015, patient underwent posterior fixation at levels l2-l5. During surgery, surgeon found foreign metal debris in incisions when surgeon was about to close those. He removed them by tweezers as much as he saw. The event probably occurred because screw cross- threaded. The event delayed surgical time within 15 minutes. No patient complications were reported as a result of this event.